Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an internal corrosion. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: 06-may-2024. H3: it was reported that the device had internal corrosion. The device was returned for evaluation in used condition. Visual inspection and functional testing found that the device was contaminated and corroded. The device was beyond economical repair and was scrapped.